Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The customer stated she had large ketones. The customer also stated she changed the infusion set multipe times prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.